Manufacturer narrative:
Citation: canas da silva et al. Medtronic corevalve vs edwards sapien: a comparative analysis of efficacy, safety and mortality from a nationwide eight year registry. Presented at the (B)(6) society of cardiology congress on (B)(6) 2016. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a comparative analysis of efficacy, safety and mortality of transcatheter heart valves from two different manufacturers. All data were collected from the (B)(4) nationwide transcatheter aortic valve implantation (tavi) registry from 2007 to 2015. The study population included 819 patients (predominantly female; mean age 80 years), 57% of which were implanted with medtronic corevalve (serial numbers not provided). After a mean follow-up of 585 days, the efficacy, safety, and mortality showed no differences between the two transcatheter heart valve types. The number of deaths or the causes were not disclosed. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the deaths and medtronic product. Adverse events specific to corevalve were reported as: 26% permanent pacemaker implant, 23% atrial fibrillation, 2.7% minor stroke, and 3.2% repeat procedure due to valve dysfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.